Event description:
The representative reports that both the atrial and ventricular leads have dislodged three times since implant 2 months ago. All available information suggests that both leads remain actively implanted.